Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and a red x on the display. Blood glucose level at the time of the incident was 85 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error alarms noted during testing. However, corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit was received with minor scratched lcd window, scratched case, keypad overlay texture damage, cracked case, cracked case(battery tube), cracked battery tube threads, cracked reservoir tube lip and cracked retainer.